Event description:
It was reported that several cartridges were leaking from the "bottom of cartridge where fill rod/pump attaches to cartridge." Customer loaded a new cartridge to address the issues. There was no adverse impact to the customer's blood glucose level.